Manufacturer narrative:
Bayer quality assurance product analysis received and examined the returned syringe assembly, lot number 8403262, and identified the presence of a thin strand of plastic filament in the fluid path. The particle was detected in the barrel of the syringe and measured approximately 20.0 mm in length and 0.25 mm in width. Our investigation determined that the particulate noted in the syringe was introduced during the manufacturing process and was not detected upon receipt of the syringe from the supplier. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.

Event description:
The following information was obtained from the customer: the customer reported observing a hair like particulate inside the CT syringe barrel upon opening the syringe kit. No injury or adverse event was reported.